Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for osteolysis. The surgeon found metal powder on the implant by microscope. It is suspected that the pt developed an allergy to cobalt metal.